Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported that the patient developed a lumbar spine pustule, and at that time they had accessed this pustule, the catheter was exposed. It was noted that the infection was not related to the device. The area of the infection was the spine. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8578, lot# n135379, implanted: (B)(6) 2008, product type: accessory. (B)(4)

Event description:
Information was received from the health care provider (hcp) via a manufacturing representative, regarding a female patient receiving intrathecal gablofen 2000mcg/ml at 980mcg/day via an implantable infusion pump. The indication for use of the device was for cerebral palsy and intractable spasticity. The patient's medical history includes severe cerebral palsy, spastic quadriplegic, open sacral decubitus, kidney issues (removal of one kidney last year), and malnutrition. It was reported that the patient had an open wound over catheter incision in the back. The patient was admitted to the hospital to wean down the pump in attempt to avoid withdrawal, and the patient was started on antibiotics. The pump and catheter would be explanted in 7-10 days. It was noted that the patient has had severe medical issues over the last 12-18 months, specified as sacral decubitus wound, infections, and wound "vac." During exploration of the patient's sacral/back wound the catheter was encountered and exposed. The issue was not resolved at the time of this report. The patient status at the time of this report was "alive- no injury." Additional information received from the health care provider (hcp) via a manufacturing representative reported that the patient was weaned down to 175mcg/day without signs of withdrawal. The pump and catheter were explanted on (B)(6) 2015. No product would be returned. The patient outcome remained unknown at the time of this event; if additional information is received this report will be updated.